Manufacturer narrative:
An investigation was performed that confirmed the reported problem and determined the cause was related to the knuckling component. A replacement articulation arm was shipped directly to the customer to address their immediate concerns. There have been no further similar issues reported.

Event description:
It was reported the affiniti 50 ultrasound system arrived at the customer site with a broken monitor bracket causing a monitor detachment. The issue was found outside of clinical use and no patient or user was harmed. Information has been provided to the customer for a replacement articulation arm to address their concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.